Event description:
A report was received stating that a patient who suffers from diabetic neuropathy no longer uses his precision system due to extreme pain caused by the stimulation to the nerves damaged by his disease.